Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operatively the right ventricular (rv) lead exhibited impedance warning. The rv lead remains in use and current measurement within expected range. No patient complications have been reported as a result of this event.